Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure when the physician was performing the lead helix mechanism test, the helix of the right ventricular lead could not be extended. Another lead was used and the procedure was completed successfully without adverse consequences. The patient was stable after the procedure.